Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition chuck with key device was not functioning was confirmed. An assessment was performed on the device which determined that the chuck intermittently grinded when opened or closed. It was further determined that the jaws were worn and would not hold 0.6mm diameter. It was noted when turning the chuck it would rub and not hold a small wire. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the chuck with key device was not functioning. The event was not reported to have occurred during surgery. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was reported that there were no patient or user injuries. It was not reported if there was medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.